Event description:
It was reported that this patient received an inappropriate shock. Review of the stored data noted there had been three episodes with noise this past year and this was the first with therapy. The physician performed isometrics and pocket manipulation and the noise was not reproduced. A boston scientific technical services consultant recommended additional troubleshooting and x-ray be performed. The consultant informed the caller that the only non-invasive solution would be to program to secondary vector. However, that is not an option due to poor sensing. The boston scientific sales representative stated the system will most likely be replaced at a later date. No adverse patient effects were reported. It was reported that a revision procedure occurred. The associated device was explanted and returned for evaluation. The status of this electrode is unknown at this time. Efforts to obtain additional explant details were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock. Review of the stored data noted there had been three episodes with noise this past year and this was the first with therapy. The physician performed isometrics and pocket manipulation and the noise was not reproduced. A boston scientific technical services consultant recommended additional troubleshooting and x-ray be performed. The consultant informed the caller that the only non-invasive solution would be to program to secondary vector. However, that is not an option due to poor sensing. The boston scientific sales representative stated the system will most likely be replaced at a later date. No adverse patient effects were reported. It was reported that a revision procedure occurred. The associated device was explanted and returned for evaluation. The status of this electrode is unknown at this time. Efforts to obtain additional explant details were unsuccessful. No additional adverse patient effects were reported. It was reported that this electrode was explanted at the revision procedure. The product was not returned for evaluation. No additional adverse patient effects were reported.